Manufacturer narrative:
H10 device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.

Event description:
It was reported the patient received the following results within 15 minutes: 374 mg/dl and 141 mg/dl.